Event description:
The customer reported to olympus the hd endoeye laparo-thoraco videoscope has noise in the image. The reported issue occurred during inspection prior to use for an unknown therapeutic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was noise on the image and no image temporarily due to damage on the charge-coupled device unit. Upon further inspection, it was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the video connector case had a crack due to a handling problem. Lastly, it was observed that the bending section cover had a scratch due to physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in december 2022. Although a definitive root cause of the defect could not be identified, it was determined that the defect was likely caused by breakage of the image sensor unit or failure of the circuit board inside the video connector. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.